Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012978895); product type: 0195-heart valves, delivery catheter system; implant date ; explant date product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves, compression loading system; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the transcatheter bioprosthetic aortic valve via the left femoral artery access site into a pre-existing non-medtronic transcatheter valve, a post implant balloon valvuloplasty was performed. The reason was not provided. The day following the valve-in-valve (viv) implant, a skin assessment was performed. Blanchable redness to the bilateral buttocks/coccyx, two left gluteal wounds, blanchable redness to bilateral heels, ecchymosis of the left forearm and right forearm and hand, and the left groin site was open as the glue was not intact. Two days following the viv the wound care nurse completed a wound care consultation with a diagnosis of left gluteal unstageable community acquired pressure injury with blanchable redness on coccyx, and crusted areas behind lateral ears. Unspecified treatment was provided. The event was reported as resolving.